Event description:
The hearing aid (h/a) user complained of mild discomfort at the time of a follow-up visit to the dispenser's office. The dispenser looked in his ear and saw 4 wax guards. The dispenser removed the wax guards. There was no redness, swelling, bleeding or drainage. No further treatment was necessary.